Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.